Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pts second connector. Pt was in fill one of treatment. Pt was administered prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.